Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient was admitted to the hospital for a syncopal episode and was diagnosed with end state heart disease. During the hospital stay the pacemaker was interrogated and noted to have six months remaining longevity. The patient's daughter stated that at the previous device interrogation five months earlier, the pacemaker was noted to have one and a half years battery longevity remaining. The daughter was questioning if the current longevity reading was accurate. The patient is currently in hospice care. It was noted that they would have to revoke hospice care in order to have device checked thoroughly and to confirm longevity estimate. Boston scientific technical services (ts) stated they could not advise on if to have hospice care revoked and discussed that the longevity estimate may be accurate based upon different settings in the device. The pacemaker remains in service and no additional adverse patient effects were reported.